Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead suffered a clavicle crush and was surgically abandoned as it could not be removed. The existing pacemaker was moved from the right to the left to prevent the same thing from happening again. No additional adverse patient effects were reported.